Manufacturer narrative:
This product, noted, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2007-01703, 9616099-2007-01704. Additional information will be submitted within 30 days of receipt.

Event description:
A male enrolled in the study experienced cardiac enzyme elevation post-pci and was diagnosed with a non q-wave myocardial infarction after receiving three cypher stents. The pt's medical history including two-vessel disease, hyperlipidaemia, family history of coronary artery disease and smoking places him at risk for mace. Indication for the index procedure was unstable angina. Baseline and discharge medications included aspirin (asa), clopidogrel and statins. Intra-procedural medications included reopro and unfractionated heparin. Monitoring of act's was not indicated. The first lesion treated was a bifurcating lesion located in the proximal and mid left anterior descending artery (lad) to the 1st diagonal branch (d1). The lesion was described as 90% stenotic, de novo, type c, 3.4mm diameter and 50mm long. Pre-dilation was conducted before elective implantation of two overlapping cypher stents deployed at 12 atm without post-dilation. Residual stenosis was 0%. The second lesion was located in the intermediate/anterolateral artery. This lesion was described as a type c, 80% stenotic, de novo, 3mm diameter and 30mm long. The cypher stent is indicated for use in discrete non-bifurcating lesions less than 30mm long amenable to coronary stenting. The intermediate/anterolateral artery was predilated before elective implantation of a cypher stent deployed at 14 atm without post dilation. Residual stenosis was 0%. Ivus was not conducted. The procedure was completed without report of pt injury. Six to 24 hours post-procedure, troponin level was two times above the upper normal level (uln). Twenty-four hours after the procedure to discharge, troponin level was greater than five times the unl. Peak ck was noted to be two times above uln. A non q-wave myocardial infarction in an undetermined location was diagnosed. The pt was asymptomatic with no ECG changes. This event did not require additional treatment and the pt was discharged the next day on antiplatelet therapy including asa and clopidogrel.